Event description:
The contact stated that within 5 minutes, the customer's blood glucose readings went from 35 to 170 mg/dl. The difference between the first and last reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The meter and test strips are to be returned for evaluation, and the customer will upgrade to a contour meter.